Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they slipped and it was a broken sensor. The customer's blood glucose level was unknown. The customer stated that they were trying to insert a new sensor and remove the cover and the sensor pulled out. The customer reported that it was fully inserted, tried the cover but it slipped and pulled the whole thing off. The sensor will be returned for analysis.